Event description:
Related manufacturer reference number: 2017865-2023-00371. It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead was placed in the mid septum, but the sensing was poor. The lead was attempted to be screwed in; however, the lead exhibited low r waves and failure to capture. The lead was repositioned; however, was still unsuccessful. Another right ventricular lead was attempted, but once placed the lead was not capturing and the r waves were low. The lead was also attempted to be repositioned; however, the lead would not extend. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were poor sensing, low r waves, failure to capture and high pacing impedance. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. The reported events of poor sensing, low r waves and failure to capture were confirmed. Electrical testing found internal shorts due to overtorquing the inner coil at the connector region. The cause of the reported events was due to internal shorts due to overtorque of the inner coil consistent with procedural damage. The reported event of high pacing impedance was not confirmed. X-ray inspections of the lead did not find any indication of anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures.